Event description:
Boston scientific received information that the right atrial (ra) lead displayed noise, with greater than two seconds of pacing inhibition. As a result of the oversensing, the device displayed inappropriate mode switches. Although the patient's physician believed the ra lead to have fractured, technical services reviewed an electrogram (egm) episode, and noted that likely a muscle and/or insulation issue was present. It was also reported that the patient with this device system suffered a history of twiddlier's syndrome, however, it was not known if this had caused the recent observation. The patient was to be brought in for further device review. Attempts to retrieve additional information went unanswered. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.